Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be misaligned blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Current device pressure sensor board was replaced (B)(6) 2020 (s/n (B)(6)) cer 82128, now after turning on device show te231001. After msp161228/07 sn(B)(6) replacing to msp161228/07 sn(B)(6) the problem has disappeared and device works fine. It is the third same problem with this board in current device. Look at the link to the previous cer, please.